Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip broke off inside the screw on the customer¿s screw/washer hex driver 2.5mm. The device broke off while inserting a screw inside the patient, the sales rep confirmed that the tip was removed from the screw and no debris was left inside the patient. The case was completed with the reported device as it broke at end of procedure. There were no adverse patient consequences or delay. The device will be returned for evaluation.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the screw driver is broken but not returned with the device. It is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, we cannot discern a definite root cause for the failure. In most cases, adverse local tissue reaction(altr)/foreign body reaction tends to resolve by itself, but occasionally may require medical/surgical treatment. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the tip broke off inside the screw on the customer¿s screw/washer hex driver 2.5mm. The device broke off while inserting a screw inside the patient, the sales rep confirmed that the tip was removed from the screw and no debris was left inside the patient. The case was completed with the reported device as it broke at end of procedure. There were no adverse patient consequences or delay. The device will be returned for evaluation.